Event description:
It was reported that the programmer booted to an error, with all items disconnected. The representative was told that it was an operations systems failure. It was further requested that the programmer be updated. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer booted to an error, with all items disconnected. The representative was told that it was an operations systems failure. It was further requested that the programmer be updated. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the programmer booted to an error but it did find that the programmer had a loose electrocardiogram (ECG) connector and therefore the link electronic module (lem) board was replaced and calibrated. Analysis also found that the programmer had a broken left keyboard hinge and that the stylus pen was missing. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.